Event description:
The customer reported that during a routine check of the unit, the unit generated an "electrical code #54" alarm during power up. The unit became disabled with an atmospheric transducer offset failure.